Event description:
It was reported, the patient had stimulation, but her ipg was unable to communicate with external devices. The physician determined the ipg had flipped over inside the pocket. Follow up identified the physician had surgically corrected the ipg position. It was reported the issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.